Event description:
According to the information the pt was sent home wearing one of these bags. The bag would not allow urine to flow into the bag so it backed up causing the pt to see emergency medical attention at the hospital emergency room.